Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ultra low anterior resection, while firing on distal rectum, the cartridge fired till 15mm then was stuck and could not able to fire ahead. They used another type of reload to complete the case. There was no patient injury.